Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 08/01/2014: this report was determined to be a duplicate report of report # 2531779-2013-05225. The pump has been returned and evaluated by product analysis on (B)(4) 2013 and the results of evaluation were submitted under report # 2531779-2013-05225 follow-up #1 on (B)(4) 2013.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that the pump had stopped working and he was using a loaner pump. Additional information was not provided. Customer technical support made attempts to contact the patient for additional information and troubleshooting, without success. There was no reported adverse event associated with this complaint. This complaint is being reported based on the allegation that the pump was not working as expected.